Manufacturer narrative:
Based on the information provided, the device did not cause or contribute to a death or serious injury, nor has it been implicated by the physician. In addition, the information provided does not reasonably suggest that the device malfunctioned. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.

Manufacturer narrative:
The verbiage entered in the comment section of initial report was incorrect.

Event description:
It was reported a revison surgery was performed.